Event description:
This case was reported by a consumer and described the occurrence of feeling like having a heart attack in a currently (B)(6) female pt, who used polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included bronchitis and high blood pressure. Concurrent medical conditions included aspirin allergy and latex allergy. Co-suspect device included super poligrip cream (formulation unk). Concurrent medications included quetiapine fumarate (seroquel), venlafaxine hydrochloride (effexor), multivitamins (vitamins), cetirizine hydrochloride (zyrtec) and hydrochlorothiazide + lisinopril. At (B)(6), the pt began using super poligrip denture adhesive cream. In (B)(6) 2009, the pt began using super poligrip comfort seal strips and stated she used the cream for her upper dentures and the strips for the lower dentures. On (B)(6) 2010, the pt experienced numbness, weakness and tingling in her left arm and fingers and tightness of her chest. When she walked she had tingling and numbness in her legs, especially the right, and her feet hurt. The pt thought she was having a heart attack and went to the emergency department, where she was admitted. Various unspecified tests were done, and she stated the flow of blood to her feet was found to be fine. She was told that her potassium was low and was treated with two injections along with potassium added to her IV fluids. The pt's heart was checked while at the hosp, and she had just received results from some tests at the time of reporting (results not reported). A spot was identified on her lung that the physicians felt was from bronchitis she had experienced approx two months prior to the hospitalization. The pt was discharged on (B)(6) 2010. Use of super poligrip cream was discontinued on an unk date, and the super poligrip comfort seal strips was discontinued on (B)(6) 2010. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip comfort seal strips are MFR in (B)(4) and the product was not available. See report 9681138-2010-00158 for co-suspect device super poligrip comfort seal strips. (B)(4). Otc product: yes.